Manufacturer narrative:
Additional information and the return of the device have been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. This is two (2) of two (2) reports submitted for this event. Please refer to MFR number: 3004987282-2022-00040 for the additional related report.

Event description:
M6-c removed, no further details. Both devices were explanted. The condition of the devices at the time of removal was unknown.